Manufacturer narrative:
Product event summary: analysis found the stylus was defective (broken).

Event description:
It was reported the screen of the programmer was fractured itself, when the programmer was collecting (re-packing or closing). The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.